Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.further evaluation of this event has determined that the device did not cause or contribute to adeath or serious injury, nor is there a likely potential for death or serious injury associated with thisevent based on additional investigational information. During customer follow-up, it was confirmedthat the wbc count was below <8 x10^6.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf showed that the collected platelet product could be labeled as leukoreduced. No product verification messages were shown at the end of the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time. Analysis of the dlog showed that the collected platelet product couldbe labelled as leukoreduced. No product verification messages were shown at the end of theprocedure.